Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy. There was no adverse impact to the customer¿s blood glucose level.